Event description:
Two dissecting tools broke during the same craniotomy procedure. There was no known patient impact. Upon follow up, it was found that the tools were used with the wrong attachment. It was reported that the incorrect tool was selected due to the similarity in color of the attachment color band and the tool labeling color.